Manufacturer narrative:
(B)(6).

Event description:
It was reported that the physician wasn't able to deploy the device inside the renal tumor. A radiofrequency ablation procedure was being performed on a cystic renal cell carcinoma tumor and a 3.5cm leveen needle electrode was intended to be used in the procedure. When the physician attempted to deploy the device inside the renal tumor, it was unable to deploy. The physician attempted a 4cm leveen needle electrode, but this device did not deploy either. The procedure was stopped and not completed. There were no patient complications reported.